Manufacturer narrative:
The investigation found that the meter correctly triggered the e7 error to prevent testing with a faulty component.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the blood glucose monitor. On (B)(6) 2016, the blood glucose result was 83 mg/dl at 4:24 a.m. The patient took her normal dose of medication at this time. The patient was not able to test on the blood glucose monitor at other times during the day due to an electronic error message. The patient contacted her doctor and her physician noticed that she had slurred speech. This occurred around 1:00 p.m. On (B)(6) 2016. At this time, the doctor called an ambulance for the patient to be transported to the emergency room. It is unknown if the paramedics tested the patient's blood glucose level. The patient was treated with an unknown IV on the way to the hospital. The patient arrived at the hospital around 7:00 p.m. To 8:00 p.m. And she was treated with insulin injections. It is unknown if blood glucose results were taken at the hospital. While in the emergency room, it was determined that the patient had a stroke and she was advised it was due to high blood pressure and high blood glucose. Around 10:00 p.m., the patient was transferred via ambulance from the emergency room to the va hospital. She received an unknown IV in the ambulance. The patient does not remember any blood glucose results that were taken in the ambulance. The patient was admitted to the va hospital for two weeks to recover from the stroke. While at the va hospital, the patient received unknown treatment via IV. The patient does not remember any blood glucose results taken at the va hospital. The patient stayed an additional 2 weeks for rehabilitation. The patient was released from the hospital on (B)(6) 2016.